Event description:
Affiliate reported that the pt had symptoms of pressure on the brain. As a result, the surgeon assumed the valve was defective and chose to revise it.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.